Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 309050 and lot numbers 2210141 and 2211176. The review did not reveal any detected abnormalities during the production process for either lot number that could have contributed to this report of mixed product. All quality tests and inspections were found to be within specification. At this time, we are unable to identify an exact cause for this reported incident. There is a 100% inspection process which checks shelf carton information to prevent mixed product or missing information. We believe that this defect could have resulted due to a reintroduction of material after inspection. H3 other text : see h10.

Event description:
It was reported that 7200 of the bd discardit¿ ii syringe experienced mixed product. The following information was provided by the initial reporter, translated from german to english: we were supplied by bd with mixed batches. The outer cartons were marked with batch 2210141 but contained goods (cu) from batch 2210141 and batch 2211176.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7200 of the bd discardit¿ ii syringe experienced mixed product. The following information was provided by the initial reporter, translated from german to english: we were supplied by bd with mixed batches. The outer cartons were marked with batch 2210141 but contained goods (cu) from batch 2210141 and batch 2211176.